Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the procedure a size 14 proximal reamer guide was difficult to remove after the surgeon had completed reaming, it was determined that the tip of the proximal reamer guide holder internal rod was slightly bent.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary examination of the returned device confirmed the reported breakage. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.